Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system reported that the medication tray was unable to recognize the cubie during unloading. A field service engineer (fse) identified that full height drawer 5 cubie 3 had failed pockets. The pockets released but continued to display as present in the drawer and required maintenance. The pockets and drawer tested successfully in the hardware test application (hta), indicating a possible database issue. The legacy full height cubie drawer 5 was replaced and tested using the hta, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 5 was having difficulty recognizing cubies, indicating that they needed to be unloaded and removed. The cubie initially popped out, but the system did not recognize that it had been released and continued to display a message stating that maintenance was required. Subsequently, the cubie would not pop out. This issue occurred with more than one cubie. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.